Event description:
It was reported that (3) devices used during a laparoscopic colon. It was reported by the affiliate that the lcs6s device emits a continuous tone in the beginning of the case. The surgeon took another device to complete the case. There was no consequence to the pt.